Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to infection. No products affected. Exchanged two implants due to infection.